Event description:
Consumer ordered by mail a kit containing two cholestrak home cholesterol tests. (This was from a website, www.cholesterolcheck.org). The results consumer received using the first test were improbably low, based on results they've had over many years at the doctor's, and so consumer used the second kit directly afterward, thinking they'd made a mistake. This time consumer received a result 30 points lower. Consumer called the help line of the kit's manufacturer, accu tech, llc. Their customer service person, said the results should not vary by more than 10 points. Customer service sent consumer two more tests, which they decided to use in a single sitting, making sure to very carefully follow directions. These results were wildly higher than the previous results (though consumer's diet and lifestyle have not changed) and varied from each other by 50 points.